Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. The motor position encoder error alarm could not be verified due to motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple motor error alarms. The blood glucose at the time of the incident was 145 mg/dl. The customer stated that the alarm history showed a motor position encoder error alarm. Troubleshooting was performed. The device was returned for analysis.